Event description:
The user facility reported that during a diagnostic colonoscopy, the video image flickered and the video image was lost. The procedure was completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of image loss. During testing, the image was observed to flicker, contain static, black out and display horizontal lines on the video screen. There was evidence of physical impacts on the distal end cover. The cause of the user's experienced was determined to be due to a damaged charge coupled display (ccd). This report is being filed as an MDR in an abundance of caution.